Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units pressure regulator valves are drifting and unstable. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: h6(medical device ¿ problem code). Additional contact details: (B)(6). It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had pressure regulator related malfunction. Fse resolved the issue by replacing pressure regulator. Fse then completed full pm and calibrated the device. Fse then tested safety and functionality of the device and iabp was then released for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received pressure regulator with a reported unit failure of a loud and unstable regulator.the fat performed a visual inspection and found the part to be in good condition. The fat installed the regulator in cardiosave test fixture and tested the part to factory specifications. During operation of the iabp it was found that this part was louder than normal. Fat was able to verify the reported issue. No root cause able to be defined.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.